Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep or using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. He patient's si joint pain resolved but they later reported radicular leg pain and foot numbness. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain symptoms. In (B)(6) 2020, the surgeon performed a revision procedure where she removed the superior positioned implant and packed the explant void with bone gel. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.